Event description:
It was reported that during the implant procedure there was an implant failure of the balloon with an artificial urinary sphincter (aus). The aus balloon was not implanted and a new aus balloon was successfully implanted.